Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the item was threading will not connect to anything. The issue was observed during pre-surgery. There was no patient involvement. There was no delay. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the threaded tip stripped and deformed from the kincise 1 emphsys strght impct. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like striking the device before is fully seated. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. However, due to the deformed and stripped condition of the device the unable to assemble condition can be confirmed. The overall complaint was confirmed as the observed condition of the kincise 1 emphsys strght impct would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the item was threading will not connect to anything. The issue was observed during pre-surgery. There was no patient involvement. There was no delay. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.